Event description:
It was reported that during a sub-talar joint fusion there were two blunt 5mm drills (ar-8770-02-ru) on the 5/7 mm comp ft set. There was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear incurred from repeated usage/reprocessing. Manufactured date: 20-jun-2022.